Event description:
It was reported that battery charge on pump dropped by about 20% in short time, leading to shutdown with low remaining battery and shutdown alarm before power loss. There was no adverse impact to the customer¿s blood glucose level. Customer restarted pump after shutdown, was educated that insulin on board and maximum hourly bolus would reset to zero and that continuous glucose monitoring sessions needed manual restart with cartridge reload, and was informed that sudden battery change was related to continuous glucose monitoring error; customer understood instructions.